Event description:
Affiliate reported that the patient developed enlarged ventricles, as a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that cuts were found in and around the needle chamber. It is not possible to determine if these cuts were done during implantation or ex-plantation. During the evaluation of the device, the cuts in the needle chamber were held closed to irrigate the device. No occlusions were noted. The device passed all tests, with the exception of the pressure test. This could not be conducted due to the cuts in the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.